Event description:
A consumer reported that she experienced a minor infection after an intraocular lens (iol) implant surgery performed to the left eye (os). The doctor prescribed unspecified drops to the consumer to treat the infection. The outcome of the event was unk; however, it was reported that the doctor was happy with her progress. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).